Event description:
Patient required removal of her right breast implant for ongoing issues with capsular contraction and chronic pain. Implant was removed and a latissimus flap reconstruction performed.